Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the fiber body was broken in four pieces. The connector was detached. In addition, burn marks were observed on the fiber. Therefore, the reported event was confirmed. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break into multiple pieces and the fiber to overheat.

Event description:
It was reported that the fiber burned during procedure. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis identified that the fiber body was broken into four pieces.